Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a left heart catheterization diagnostic procedure. Reportedly, after closing the foot, the device was difficult to remove and the patient complained of a great deal of pain. Fluoroscopy showed that the foot was closed and attempts to remove the device caused movement of the artery. A vascular surgeon removed the device and hemostasis was achieved surgically. There was a two hour delay in the procedure due to waiting for an operating room for the surgical procedure. Pain medication and antibiotics were given due to the device issue. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - device was discarded. It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device was discarded. A failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to remove device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.